Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you confirm the primary surgery date or the original implantation date? What is the affected side involved in this event? Is there is a documented allergy pre-op to gentamycin antibiotic (included in the bone cement), or to methyl-methacrylate? Did the crisis occur in the operating room, and then eventually resolved during the emergency response, which unfortunately resulted in the patient's death in the ICU? Is it possible that this was bone cement implantation syndrome? Please provide patient initials. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pot-op allergy. It was reported that after hip replacement operation (the implants are not jnj¿s, only used jnj's cement), the patient with allergic reaction, cardiac systolic function inhibition, hypotension and cardiac arrest. During the emergency rescue in ICU, the patient was dead.

Event description:
Additional information received indicated that after the cement was implanted, during solidification, the allergy was noted. Affected side was right side.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary, the complaint states: ¿pot-op allergy. It was reported that after hip replacement operation (the implants are not jnj¿s, only used jnj's cement), the patient with allergic reaction, cardiac systolic function inhibition, hypotension and cardiac arrest. During the emergency rescue in ICU, the patient was dead.¿ retained sample retest results: retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions (see attachment ¿(B)(4) retest results.pdf¿). Tm-t150 - the mix was thin with the powder and liquid components combining as normal with a wet-out time of 6 seconds and a mean dough time of 3 minutes 04 seconds. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. Tm-t062 - benzoyl peroxide = 1.951% w/w ¿ within specification. Tm-t220 ¿ dmpt content = 0.945% w/w - within specification. Tm-t109 ¿ powder ir scan = positive tm-t179 ¿ liquid ir scan = positive no product problem or unusual observations were observed on the testing of the retained samples of this batch. Dva-107020-fde rev 10 was reviewed (see attachment (B)(4) extract from dva-107020-fde.pdf). The patient codes reported in this complaint are included; in each case the risk is considered as low as possible and cannot be further mitigated. IFU-0630132 rev 2 was reviewed (see attachment(B)(4) extract from IFU-0630132.pdf). The patient codes reported in this complaint are included in the warnings section of the IFU. No information received with this individual complaint indicated that corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot, device history reviewed: 2 unrelated non-conformances on this lot number final micro and sterility tests passed qc release specifications met 2720 units released lot expiry date: 30 june 2022. H10 additional narrative: added: a2 (age), b5, d6a, h6 (clinical code) appropriate term / code not available (e2402) is used to capture generalized disorders (e23). Corrected: h5.